Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: three hours and half post procedure of a percutaneous transluminal angioplasty (pta) to the femoral artery and the use of an exoseal vascular closure device, it was reported that ¿re-bleeding¿ occurred when the patient strained to defecate. Angiogram was performed and a retroperitoneum hematoma was observed. Therefore, a cover stent was placed in the patient. There was no calcification. The exoseal had been used without any issue after the pta. The physician commented that he was not sure whether hematoma was caused by straining to defecate or by the exoseal or by pushing the sheath introducer into forcibly at pta. Additional information received indicated that a retrograde approach was used to assess the femoral artery. The patient¿s approximate height and weight are unknown. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of a non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Hemostasis was successfully achieved with the exoseal vcd. There were no multiple stick attempts made before arterial access was achieved. The patient¿s blood pressure is unknown. It is unknown if the patient was anticoagulated. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site bleeds/hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Blood pressure reduction is a general sign and symptom of bleeding. Patient and/or pharmacological factors are likely contributing factors to this event. There is no information to suggest that there is a design or manufacturing related issue, therefore, no corrective action will be taken.

Manufacturer narrative:
Additional information received indicated that a retrograde approach was used to assess the femoral artery. The patient¿s approximate height and weight are unknown. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of a non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Hemostasis was successfully achieved with the exoseal vcd. There were no multiple stick attempts made before arterial access was achieved. The patient¿s blood pressure is unknown. It is unknown if the patient was anticoagulated. Additional information will be submitted within 30 days of receipt.

Event description:
Three hours and half post procedure of a percutaneous transluminal angioplasty (pta) to the femoral artery and the use of an exoseal vascular closure device, it was reported that ¿re-bleeding¿ occurred when the patient strained to defecate. Angiogram was performed and a retroperitoneum hematoma was observed. Therefore, a cover stent was placed in the patient. There was no calcification. The exoseal had been used without any issue after the pta. The physician commented that he was not sure whether hematoma was caused by straining to defecate or by the exoseal or by pushing the sheath introducer into forcibly at pta.